Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head image dropped twice and had lines on the display. The issue occurred during an unknown procedure. There were no reports of patient harm.

Event description:
It was reported the camera head image dropped twice and had lines on the display. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: leaking cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure; image break up and noises due to camera cable damage. A definitive root cause could not be identified for the leaking cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.